Event description:
Patient was undergoing embolectomy procedure for occlusion in the m1 with the penumbra system. The penumbra separator 032 was found to be kinked in the middle upon opening the device. The physician noted he encountered little resistance while removing the separator from the packaging. Operation was continued with another separator 032.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of device.